Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error frequently, and the buttons were unresponsive. It was stated that the customer went into severe hyperglycemia and diabetes ketoacidosis. No further info was provided.